Manufacturer narrative:
The reported event of a "puffy", bulbous deployment was confirmed. Following the simulated deployment, the bulbous shape returned to normal and met functional specifications when analyzed at abbott. Three photos were received from the field, which appeared to show an occluder with bulbous deformation on both discs. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission

Event description:
Related manufacturer reference number: 2135147-2021-00084. On (B)(6) 2021, a 30mm amplatzer pfo occluder was selected for implant. During procedure, after deployment, both discs were puffy and deformed and the device was removed from the patient. A new 30mm amplatzer pfo occluder was then selected for use, however the same issue occurred while deployed. Finally, a 35mm amplatzer pfo occluder was successfully implanted. No patient consequences were reported.